Manufacturer narrative:
The device is available for evaluation; however, has not been received. D4: lot number is unknown. Additional contact information: (B)(6).

Event description:
The event involved a 10" ext set w/6-port nanoclave® manifold, check valve, clamp, luer lock. It was reported that the nanoclave had cracked off from the body of the manifold during infusion, and that the medication being infused had been unknown. The event had occurred during infusion. There was patient involvement and no harm.